Event description:
It was reported the water filter had not been replaced in 2 years. The reported issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the filter not being replaced was the instructions for use not being followed. The event can be detected/prevented by following the instructions for use which state: operation manual "chapter 7 monthly or weekly tasks 7.2 replacing the water filter (maj-2318)". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.